Event description:
It was reported that during a coronary stent procedure, the stent was successfully deployed on the first inflation at 14 atm's. After deployment, the physician experienced difficulty getting the balloon to release from the stent. After several attempts at removal and some manipulation the balloon released from the stent. No pt injuries or complication occurred.